Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber confirmed it was received in one piece and with no defects in the fiber body. The light exiting the connector face was distorted, indicating an internal connector fracture; therefore, the reported clinical observation was confirmed. A fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, including the potential of an inability of the laser to fire. In addition, the IFU instructs the user as follows: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that, after being plugged into the console, the device would not fire. The procedure was completed with another fiber. No patient complications were reported. Analysis of the returned device identified an internal connector fracture.